Event description:
It was reported that during a case, the unit would not come off standby mode. It was further reported that there was no delay in the case or harm to the pt.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.